Event description:
The end user reported that she used these wafers for two years and two months ago, she developed two urinary tract infections (utis) with subsequent fungal infection with fungal rash underneath the entire wafer. Normal wear time was four days and redness was noted on subsequent appliance change. She was prescribed diflucan from doctor of medicine (md). She also followed up with her local ostomy nurse who advised that she apply duoderm extra thin dressing under her wafer. She was also crusting with nystop powder, cavilon spray and using calamine lotion which was not prescribed by doctor of medicine (md). She also stated that all of the redness resolved under the wafer mass, but as soon as she stopped using duoderm, the redness reappeared under the tape collar. She stated that the red rash resembled a fungal infection with symptoms of redness, burning, itching and small pimples that oozed. She was using duoderm under wafer skin barrier and stated this was helping her in skin irritation. No photo available at this time.